Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device activity log was provided for review. The log confirmed the user advisory in the customer's report. Review of the device activity log for the reported event date, confirmed multiple charge button presses followed by check pads and poor pad contact prompts. These prompts indicate poor contact between the patient and defibrillation pads, leading to a high patient impedance reading. In order for a device to discharge, the device must recognize a viable patient impedance. The clinical file from the event is not available for evaluation. No indocation in the log of a device malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.